Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail user on 9/1/97. She sought medical attention for an infection at the ear piercing site. She was hospitalized from approx 9/4/97 through 9/9/97.